Event description:
Subsequent to the initial medwatch report, returned device analysis revealed one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. The physician was notified and stated he was not aware of a cuff tab detachment. He only realized "cuff miss". No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide, with a 6fr sheath, after an interventional procedure in the right superficial femoral artery. Reportedly, when the plunger was pulled back, no suture was attached. Both sutures were broke. The sutures were removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicates that an incomplete blow-thru occurred. Because there was no suture present after plunger removal, the effects of the incomplete blow-thru or incomplete ejection of posterior cuff and needle tip from the posterior foot pocket, appeared to the user as a cuff miss, therefore; the reported experience for this complaint is confirmed. However, the reported experience of suture break was not confirmed because the whole monofilament was returned intact. Additionally, one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. Based on the visual inspection and performance verification on the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.